Event description:
It was reported that one day the patient pulled up their pants and it was like the device had folded in half and was standing up on its side. It was like their pants kind of pushed it up. The device was still working and the patient programmer still communicated with the implantable neurostimulator (ins). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rk2y, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0q6g6, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4),, product type: programmer, patient. (B)(4).